Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 18x1-1/2 blunt fil had a needle defect. We have received a quality complaint on product sold to our customer. Please contact the customer and cc xxx and xxx on any future communication. Injuries or adverse event: no, item: 305060, quantity affected: 1 cs, serial/lot number: (B)(6), po: (B)(4), are any samples available for return? Yes. Reported issue: hey (B)(6), can you report this item ref - 305060 3 ml syringe ll blunt tip 18ga 1 lot#: 5317756, needle base broke during med draw. Customer disposition request: replacement.

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that the needle base fractured during medication withdrawal. To support the investigation, one sample with an opened blister package was received by the quality team for evaluation. A visual inspection was performed. The lower portion of the needle hub remained assembled to a 3ml syringe, while the upper portion of the needle assembly was retained within the plastic shield. The fracture surface appeared irregular, which is consistent with damage potentially induced by excessive force. No additional defects or abnormalities were observed. A device history record (DHR) review was completed for material number 305060, lot 5317756. The review confirmed that all required visual inspections were performed in accordance with established requirements, and no quality notifications were identified related to the reported condition. The lot was inspected and accepted per the inspection control plan and subsequently released for shipment. In addition, device history records were reviewed for each needle lot used in the manufacture of the final lot. No evidence of this type of defect was documented throughout production of these lots. To date, no other similar complaints have been reported for lot 5317756. Based on the investigation, including evaluation of the returned sample, the customer reported condition is confirmed.